Event description:
A zoll distributor returned a monitor indicating multiple abnormal shutdowns and an issue with the belt receptacle.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns and issue with belt connector) has been confirmed. As received, the monitor belt connector was defective and missing the locking slots. The cause of the multiple abnormal shutdowns is the insecure connection between the electrode belt and monitor. The cause of the insecure connection is the defective connector. The root cause of the defective connector is a manufacturing error. No adverse event resulted from the defective connector.